Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of hypocupremia in a male pt who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 2002, the pt began using super poligrip original and fixodent. On an unk date, the pt experienced hypocupremia and extensive nerve damage resulting in tingling and numbness in feet, toes, legs, fingers, hands, and arms. Fixodent was stopped in 2004, and use of super poligrip original was continued. According to the claim, the events were permanent. F/u info was received on (B)(4) 2011, via medical records. On (B)(6) 2005, the pt was seen for eval of a complaint of bilateral lower extremity paresthesia. Over the course of the last year, he had been experiencing a low-grade and fairly continuous paresthetic sensation of both lower extremities. This extended from the thighs distally to both feet. He was somewhat more symptomatic in the left leg than the right. Over the course of the last month, he had been experiencing a vague, intermittent, paresthetic sensation of his right arm as well. The pt drank two to three alcoholic beverages per day. The physician was concerned that the pt might have a myelopathy. On (B)(6) 2005, the pt was seen by neurology and diagnosed by what appeared to be a peripheral neuropathy by history secondary to alcoholic peripheral neuropathy versus hypertension. The pt had mild cervical stenosis but there was no evidence of cord compression. This was not enough to cause his symptoms. On (B)(6) 2005, the pt was referred back for eval of his complaints of bilateral lower extremity paresthesia. Electromyogram (emg) and nerve conduction studies (ncs) showed no definite electrodiagnostic evidence of a peripheral neuropathy. His clinical symptoms were a little suggestive. On (B)(6) 2005, the pt was seen in a neurology f/u. The pt was recently hospitalized with lithium toxicity. He was off his lithium now. He still complained of problems with bilateral lower extremity paresthesia. He was complaining of some balancing difficulties. He was worried that his problems could be related to his previous use of the lithium. Impression included paresthesia and ataxia, etiology unclear. It was questioned whether the pt had peripheral neuropathy. He was noted to have a borderline low b12. On (B)(6) 2010, the pt's copper level was 620 mcg/l (normal 665 to 1480) and zinc level was 99 mcg/dl (normal 60 to 120). This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).